Manufacturer narrative:
The device was returned for analysis. An investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for multi-unit abutment lot# 6236492 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for multi-unit abutment lot# 6236492 and found no additional product in stock. Investigation methods/results: the product was returned, but not in the original packaging. It was observed that the abutment was fractured and had discoloration. Root cause: a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the abutment during the placement which may have caused tension on the abutment which could have led to the fracturing of abutment after placement. Additionally, it is unclear the methods of implant placement used during the initial procedure and the insertion torque value. IFU-012570 rev 7 (inclusive dental implant system global IFU - multi-language) contains the following statement in the place the multi-unit abutment section: "using the appropriate driver in conjunction with a properly metered torque wrench, tighten the multi-unit abutment or angled multi-unit abutment screw to the implant manufacturer's recommended torque value." The manufacturer internal reference number is: (B)(4). Correction: h3, h6,(b,c,d).

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4). Related MDR numbers: 3011649314-2025-01188.

Event description:
Office reported abutment broke in patients mouth after placement. Dentist did not give specific information with timeframe or scenario; no other information was provided.